Event description:
PICC line inserted, unable to thread past 15cm on right basilic; midline placed. On a subsequent x-ray, a foreign body was identified. Surgical excision revealed a portion of the guidewire had broken off and been retained. The guidewire was surgically removed w/o known adverse effect to the pt.

Manufacturer narrative:
The complaint was confirmed. The returned product was a 1.9 inch segment of the tls stylet that contained magnets. The proximal end of the stylet was not returned for eval. At this time, the mechanism of damage is undetermined. The product IFU warns, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of pt injury." The product instructions for use (IFU) states, "caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approx 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed." It is not known if the user during placement had any difficulty during the placement procedure. It is not known how long the catheter had been in place prior to the complaint incident. A lot history review (lhr) of revj0547 showed no other similar product complaint(s) from this lot number.